Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was repaired during the service call.

Event description:
The customer reported the 9800 system intermittently will have no video display. No pt injury was reported.